Event description:
It was reported that a clearlink continu-flo solution set had a broken check valve. The customer indicated that an unknown solution was running through the IV set. This occurred during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.